Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer reported a red x on the display. No further alarms were reported. The pump was not bumped or dropped. The pump will be returned. The customer's blood glucose was 160 mg/dl.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.